Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025 using intracardiac echo (ice) imaging guidance under conscious sedation. The patient was discharged. The closure device was implanted with a 1/3 shoulder in both the mitral and posterior-anterior (pa) view, but all parameters of position, anchor, size and seal (pass) were met including a string anchor test. The physician was initially pleased with placement, but when the follow up computed tomography (CT) images were reviewed, it was noted that the closure device had shifted, and the position is no longer acceptable. The physician is planning to snare the closure device to explant at a later date.